Manufacturer narrative:
D.9 the exact date the device was returned for evaluation is unknown. The investigation into purge disc/flag issues has been completed. The clinical staff reported that the console had issues recognizing the purge cassette during preparation for a clinical procedure. The console was sent back to germany field service for further investigation. The logs did not confirm the reported complaint. Rather, it was discovered that there were issues driving the purge cassette. The logs indicated that the piston was blocked with 0% range. The user interface presented a screen that the purge fluid could not be detected. While at germany field service, the purge system was scrutinized but was found to be fully functional. Upon final inspection of the purge stepper motor gasket, white traces were observed around the purge insert side of the gasket, presumably dried glucose build up. The gasket and the purge housing around the hole was cleaned and the motor was reinstalled. The root cause of the purge fluid not detected error was most likely due to dried glucose build up, which bonded the stepper motor gasket to the purge insert plastic subcomponent. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that when inserting the purge cassette, the automated impella controller (aic) did not recognize the purge cassette and did not vent the purge system. It was reported that a second purge assembly was used with a replacement aic with no issues. There was no patient harm reported.